Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that an issue occurred with an enteral feeding pump. Upon triage on 2017-06-21 the service tech found that when powering the unit on, right side of lcd does not come on and left side streaked vertically, affecting readability

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of bad battery was verified. The service technician found that the unit had an illegible screen which is verified too. The potential root causes are excessive damage due to customer misuse and a defective component. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.